Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
MFR rec¿d date 22oct2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touch screen issue, and provided part number for touch screen. The fse remotely confirmed that the customer replaced the touch screen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. There was no patient involvement.